Manufacturer narrative:
Confirmed there is a gap between the hub and the top of the insulation. After further investigation electrical tests found the device to only spark at the tip of electrode as intended. Sparking did not occur at the gap between the hub and the top of the insulation. Conmed could not duplicate event.

Event description:
During procedure (omentum removal) pt sustained burn from crack of insulation of the electrode. No lasting harm to the pt since omentum was subject for removal anyway. Medwatch form received.